Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the missing caution label, which was found during baxter evaluation and was confirmed. The caution label was replaced.

Event description:
During baxter's evaluation of a spectrum pump wireless battery module, the caution label was found missing. There was no patient involvement.